Event description:
During a ventricular tachycardia procedure, a pericardial effusion occurred. During transseptal puncture the contrast agent was visualized in the pericardium on x-ray. The patient remained stable. There were no alleged performance issues with any abbott devices. The procedure was stopped and the patient was moved to the recovery room for observation in stable condition. No intervention was needed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.